Event description:
It has been reported to philips that there was a delay in booting up the system. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during a coronary diagnosis procedure. The procedure was completed as planned by restarting the system. A philips field service engineer (fse) examined the system onsite and confirmed that the machine experienced delays in switching on. Upon troubleshooting fse found that the machine's startup time was longer than usual; the ippc booting sequence was taking longer and determined that the issue was most likely caused by delays in the application software booting time. To resolve the issue, fse reset the operating system and ids in the ippc, reconnected the lan cable from ippc to the host, and recreated the image store. After repair, the system returned to use in good working order. At the time this case was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the case was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure completed as planned by restarting the system. Fse reconnected the lan cable from ippc to the host and recreated the image store as per the instruction provided in the IFU. There was no malfunction of philips system. Based on the evaluation philips has concluded this case as not reportable. The codes were updated based on the investigation outcome.